Event description:
It was reported the patient's device battery is completely depleted and that the battery died a few months ago. The device was unable to be interrogated at the last clinic visit. The patient was referred for generator replacement but no known surgical interventions have occurred to date.

Event description:
Patient's device was reported to be at ifi=yes and the physician believes that this is premature. A review of device history records for the generator shows that no unresolved non-conformances were found.

Event description:
The patient underwent generator replacement surgery. The generator was received. Analysis is underway but has not been completed to date.

Event description:
The reported allegations of ¿failure to program due to end of service¿ and ¿premature end of life¿ were duplicated in the lab. The pulse generator would not interrogate, ¿as received¿ prior to decontamination. The battery was removed. The pcba was subjected to a postburn electrical test. Results show that the pcba failed several electrical tests: r2 verification, supply current 2ma/normal, supply current off, supply current off sense, and trim diagoncurrent. Fine grit sandpaper was used for the removal of the observed contaminates from the trimmed edge of the pcba. After the trimmed edge of the pcba was cleaned, a postburn electrical test was performed again and the device passed the previously failed test. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption (out of speciation) for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations.